Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer reported that insulin pump was alarming with low battery so they changes battery three times and insulin pump responding to any of them and insulin pump was dead. Display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on insulin pump screen. Contacts on battery cap was missing and damaged. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will continue use of the device.